Event description:
It was reported that the customer insulin pump had damaged. The customer¿s blood glucose level was 4.9 mmol/l. The customer reported no adverse event. The event involved product(s) mmt-1711p. Troubleshooting was performed and it was reported location of the damage is at the back of the pump. No harm requiring medical intervention was reported. Product mmt-1711p was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. P-cap locked in place properly during testing. Proceeded with the following testing to assure proper functionality of the unit. After multiple new batteries and battery caps unit remained on blank display. Unable to perform displacement test due to blank display. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding electronic assemblies causing electrical short not allowing unit to turn on. Force sensor zero offset within spec (20.4mv). Unit also receive with cracked case(battery tube), cracked battery tube threads, serial number label damage, cracked case on battery side, and pillowing keypad overlay. In conclusion, unit came in with cracked case on battery tube confirming customer concern. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.